Manufacturer narrative:
Report date: 09aug2021.

Event description:
The customer reported that a ventilator was identified of having a defective nav-ring. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
B4:(B)(6)2021 the patient context of use is unknown. Multiple attempts were made to obtain information regarding the patient context of use but no response was received from the reporter. The device was evaluated by an international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.